Event description:
It was reported the device stopped working at home with a patient. After inserting (B)(6)batteries, the pump worked so there seems to be a problem with the rechargeable battery. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. No problems were found with the pump unexpectedly powering down (switching off) or with the ability of the pump to power up and be turned on with the rechargeable battery. The pump passed all tests and was found to be operating properly. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.